Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient reportedly experienced no lock between the external equipment and the cochlear implant. External equipment was exchanged and programming adjustments were made, however this did not resolve the issue. Device revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection of the device revealed damage to the antenna coil. The photographic imaging inspection confirmed antenna coil breaks. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A CAPA was implemented. This is the final report.